Event description:
Boston scientific received info that this implantable right atrial pacing lead dislodged. Loss of capture was also reported. It was later reported that the lead was successfully explanted and replaced with an epicardial lead. It was noted upon removal of the lead that the helix mechanism was not fully extended out of the lead tip causing the lead to not completely screw into the endocardium. To date, there have been no reported pt symptoms associated with this clinical observation.